Event description:
It was reported that during a generator change-out, the ventricular threshold was 7.0 v, 1.5 ms. The physician elected to leave the device implanted until more information could be obtained. With a new generator, the threshold was 6.5-7.0 v, 1.5 ms. The device was programmed to high output since the patient had intact conduction and paced very little in the ventricle. The patient will be monitored.